Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose levels. Customer's blood glucose level was over 20 mmol/l. There was an absence of an insulin flow blocked alarm. The insulin pump did not alarm while the high pressure test was performed. The customer changed the infusion set three times and their blood glucose level was still high. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.